Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, inadequate bone quality/quantity, pain, numbness, swelling, inflammation (2024_1042, 2024_1043 and 2014_1044 are same patient).